Manufacturer narrative:
The insulin pump passed self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was monitored 24 hours and no a52 alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during out testing. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was suddenly turning off and on again. The customer received a new battery cap but stated that the issue was not resolved. The customer had received 3 failed battery test alarms after changing the battery cap and with 3 new batteries consecutively. The customer also received a software error alarm. Blood glucose value was 10 mmol/l. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.